Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the parameters cannot be adjusted. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: repair information. Per field service engineer (fse) the reported was not duplicated. No part was replaced.